Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) when received on 2/23/06, had a monitoring voltage of 3.22v. Upon interrogation 6 days later, the monitoring voltage was 3.18v. ,